Event description:
The pt felt neurostimulation sensation about 3-4 inches from where he originally felt stimulation. The pt status was reported as fair. The pt was recharging the implantable neurostimulator more frequently than expected. The recharge interval did not appear to be appropriate. It was determined that the lead was fractured. The pt was referred to his hcp for revision surgery. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4)